Event description:
Surgeon reported a device will be returned. Investigation in progress. F/u findings: further f/u from the physician notes that the lap-band tubing snapped at port end of the device, near stainless steel connector. The pt had started gaining weight over the last few months and presented to surgeon. The access port was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The rptr of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the model number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. No add'l info will be reported to allergan regarding the serial number as it was not recorded in the pt's chart at the time of implantation. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."